Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Insulin pump was unable to verify prime alarms due to motor error alarms. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he received a motor error alarm, followed by a prime rewind alarm on his insulin pump. The motor error alarm occurred during a priming attempt. The customer's blood glucose level was 62 mg/dl, which he treated with juice. It was stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was indented and not loose. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.